Event description:
It was reported that the haptic of the preloaded, monofocal, intraocular lens (iol) snapped before use. The device was in contact with the patient; however, there was no patient injury reported and no medical or surgical interventions were required. Account indicated that part of the haptic was being inserted in the patient eye when the haptic was noted to be detached from the optic. The device was withdrawn before being fully inserted. The procedure was successfully completed using a backup device. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.